Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: product analysis was unable confirmed the allegation related to "tear/hole" in cylinder. Mechanical issue by a sharp instrument was identified; however, it cannot be confirmed when and/or how this damage occurred. The ams700 ipp cylinder was visually inspected, the cylinder has a large tear/hole in the outer tube and large broken fabric treads attributed to sharp instrument damage in the proximal cylinder body. However, there was no damage to the inner tube resulting in the cylinder passing the leak test. The cylinder was not functionally tested with the variable regulated air supply due to large damage in the outer tube and large broken fabric treads. The cylinder has wear at folds in cylinder body. The krt was worn to filament; no leak was found in krt. Based on the event details, implant duration and product analysis, it cannot be concluded if the sharp instrument damage occurred during implant, while implanted or during explant. Without additional details, product analysis was unable to confirm when and/or how these damages occurred. Product analysis was unable to confirm the reported event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a tear. The patient presented to the physician with his device no longer working properly two weeks before the surgery. As a result of testing the physician found there was a tear in the right cylinder. The right cylinder was then explanted and a new cylinder was implanted. The original left cylinder, pump and reservoir were left in place and in use. Following the surgery the patient was stable.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a tear. The patient presented to the physician with his device no longer working properly two weeks before the surgery. As a result of testing the physician found there was a tear in the right cylinder. The right cylinder was then explanted and a new cylinder was implanted. The original left cylinder, pump and reservoir were left in place and in use. Following the surgery the patient was stable.